Event description:
The patient underwent a port placement procedure using the powerport isp. Post procedure on (B)(6) 2026, it was reported that the port was removed due to skin infection that had developed over the previous months. The infections were believed to have been related to the aseptic or insertion technique of the new ir, and training in scrub technique was organized for the department. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample has been discarded. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.